Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a pt received a superficial burn on the abdomen from an electrosurgical pencil. The affected area was excised. The site stated the pencil kept activating on its own. The degree and treatment of the burn were not made available.